Event description:
At the end of the procedure, removed arterial sheath, set up angio-seal, collagen was in package protected and not wet. Plug was inserted, three clicks performed, pulled back and set footplate and collagen was completely dislodged and out of system.